Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The charging issue was resolved after the pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation on (B)(6) 2020. It was reported that the patient was having difficulty finding the right spot. Caller stated the patient had first post-op appointment for programming and activation last thursday. Patient charging for the first time today. Patient was seeing passive charge screen. Tss reviewed that the ins would likely be discharged and this was normal screen to see when patient is discharged. Tss reviewed passive charge process. No symptoms reported. On 2020-jun-17, additional information was received via a manufacturer representative regarding the patient. It was reported that the patient followed the directions in the patient controller to resolve the difficulty with charging and the passive recharge mode. On 2020-aug-17, additional information was received from the manufacturer representative (rep) stating that a pocket revision scheduled for today and the reason for pocket revision is due to recharging. The manufacturer's representative (rep) indicated that previous communication with the patient did not indicate any issues with the implantable neurostimulator (ins), the rep reached out to the patient sometime before (B)(6) to inquire how things were going post-implant, and there was no mention of recharging issues, but the patient did tell the rep that she was too busy to recharge. Rep has been on a three weeks' leave since speaking with the patient. Another rep was going to meet with the patient but they never met. As of yesterday, rep indicated that they learned about recharging issues and patient scheduled for a pocket revision. The rep attempted to read the ins today prior to the case and was unable to due to being discharged. It was recommended for the rep to charge the ins prior to the case so they can perform connection check intra-operatively. On august 18th 2020, additional information was received from the rep stating that they were trying to get the ins charged so they can check impedances during the pocket revision. Rep stated that they tried to connect to the ins but couldn't, and confirmed that at this time the ins was depleted. The rep tried to charge the ins fir 30 minutes with pc flashing 'recharging' with excellent coupling using the patient's rtm/pc and the battery level still showed red with the caution sign. Rep stated that they didn't have fapc (fixed asset patient controller) an extra rtm. Rep was advised to at least try 'disable device'. Before attempting to go into technician mode, the call ER states she briefly saw the ins battery as low. The rep couldn't get into technician mode, they had to remove the li battery to get out of the 'checking recharge quality' screen. They removed the li battery and was able to get into tech mode and disable the device. The caller then went back to excellent coupling/charging, and was still attempting to charge the ins at contact closure.